Event description:
Report rec'd of "IV container finished too early and pump was infusing air." The pump was set to intermittently infuse timentin 3.1 (72ml) over 30 minutes every 6 hours with a 0.4ml/h keep open between doses. The container had 12.4g of timentin in 250ml ns for a total volume of 305ml. The dispensing pharmacy reports that the pt stated the infusion was finished early and there was air in the line. Customer reportes no air seen by them and no air was infused to the pt. The pt did not experience any adverse effects. The customer reports that the pt, "was not willing to give them further info regarding what had occurred at home." No add'l info was available.